Event description:
The facility indicated the hi/low down function is not working.

Manufacturer narrative:
The facilities maintenance found the motor control board was burned with a black residue left on the boards cover. The facilities maintenance replaced the motor control board and f1 fuse to repair the bed.